Event description:
Device 1 of 3. Device 1 of 3. Reference MFR report #1627487-2012-12364. Reference MFR report #1627487-2012-12365. It was reported the pt has decreased stimulation. The sjm representative interrogated the system and found most electrodes to be invalid. The representative reprogrammed with the three valid contacts to successfully cover pain pattern. Follow up determined stimulation decreased again. Reportedly the physician is planning surgical intervention to address the issue.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.